Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a mrs distal femoral revision of non- stryker product. When the implant was entered into the field the inner blister of the distal femur was cracked and opened. They used a short curved stem to take its place

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Device evaluation indicate that the tyvek lid is partially opened on one end. The stem component has come away from the protective end caps within the skin pack. Medical records not evaluated as the reported device was not implanted. DHR review determined that the lot was manufactured and packed to specification. There have been no similar events for the reported lot. The exact cause of the event could not be determined because the outer blister and the unit carton of the device were not returned and no further information was provided. Based on review of the returned packaging it is most likely that the pack experienced one or more extreme compression and shock events, jolting the stem component out of place. No further investigation for this event is possible at this time as insufficient information was received.

Event description:
It was reported that there was a mrs distal femoral revision of non- stryker product. When the implant was entered into the field the inner blister of the distal femur was cracked and opened. They used a short curved stem to take its place.